Event description:
It was reported by the customer that their insulin pump keypad was unresponsive to user inputs and stuck in the rewind process. Customer stated the act button is not working. Customer stated they do not recall any significant events that lead to the event or if the device had been dropped. Advised customer to discontinue use of device and revert to back up plan. Customer's blood glucose level was not provided at time of reporting. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Failure analysis revealed that the insulin pump did power up properly after battery installation. The device was received with operating currents within specification. No failed battery test alarms noted. The unit passed the rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No prime anomalies were noted. The unit was received with all buttons responding properly. No button keypad anomalies noted. The device had cracked case at the display window corners and minor scratched lcd window.